Manufacturer narrative:
D4; h4, 6; information anticipated, but unavailable at this time.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the plastic tip on the device sheared off into the patient's breast. The physician left the tip in the breast.